Event description:
A medtronic representative reported that, during a functional endoscopic sinus surgery (fess) the surgeon alleged the system was inaccurate by approximately 3 millimeters. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. (B)(4) - a medtronic representative performed a navigation system check-out, all areas passed.

Manufacturer narrative:
The registration pattern from the date of the event was analyzed. The sphere of accuracy was fairly small and could likely have been enlarged with better registration technique. The users have been trained on proper technique and this was one of the first cases they did on their own without medtronic representative case coverage. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.